Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient had high defibrillation thresholds (dft) with a single coil right ventricular (rv) lead during post -operative testing. The physician opted to remove the lead the day after implant and place a dual coil lead. Dft testing with the dual coil lead was acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.